Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation on 2/26/2021. The device evaluation was completed on 3/15/2021. It was reported that a patient underwent a procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation issue occurred. It was stated that when inserting the dilator, it was slowly inserted from the center. After inserting the dilator, damage was found in the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. Backflow was observed when saline was poured. The hemostatic valve did not break into two or more separate pieces or become detached from the sheath. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was replaced and the issue was resolved. The procedure ended normally. The sheath was not used on the patient. No patient consequence was reported. The product was returned to biosense webster, inc for evaluation. Bwi then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside of hub of the vizigo sheath. Microscopic examination in the hemostatic valve surface and showed evidence of stress marks on the outer diameter. In other hand, the brim cap and the silicone ring were placed in the correct position and found in good conditions. A device history record was performed and no internal actions related to the reported complaint were identified. It should be noted that product failure is multifactorial. Based on the information currently available, microscopic examination of the returned product indicates that hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve, the stress marks and physical damage observed which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Due to the conditions observed in the hemostatic valve, an internal corrective action has been opened to investigate this failure mode. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4).

Manufacturer narrative:
(B)(6). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation issue occurred. It was stated that when inserting the dilator, it was slowly inserted from the center. After inserting the dilator, damage was found in the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. Backflow was observed when saline was poured. The hemostatic valve did not break into two or more separate pieces or become detached from the sheath. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was replaced and the issue was resolved. The procedure ended normally. The sheath was not used on the patient. No patient consequence was reported. With the available information, this is being conservatively assessed as a MDR reportable hemostatic valve separation since it is most likely that the backflow though the valve occurred due to a malfunctioning/dislodged valve.